Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board takes longer than expected to update after a bolus is delivered. In addition, it was reported that the touchscreen turns off sooner than the set 120 seconds. Tandem technical support follow up with the customer on the reported issues; however, no response from the customer was received. There was no reported impact to customer's blood glucose level.